Manufacturer narrative:
Actual device not evaluated. Additional manufacturer narrativethere may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation occurs as a result of progression of disease and is typically not related to a device malfunction. Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this annuloplasty ring had a transcatheter valve implanted (valve-in-ring) after an unknown implant duration. The reason for re-operation was due to mitral regurgitation. A transcatheter valve was implanted and the patient is listed in stable condition.